Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels between 60-80 (mg/dl). Reportedly, the customer recently changed their diet and believes their settings need adjusting. Juice was consumed to address bg level. Recommendation was made to consult with a health care provider to discuss diabetes management.